Event description:
It was reported four issues that the patient stated infusion set fell off during use of within a few hours and 2nd day on (B)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-46672 / initial 2 of 4based on the available information, this event is deemed to be reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number(B)(4)